Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter name and address: address information was not able to be obtained, therefore, nj was used as a place holder.

Event description:
It was reported that the bd nexiva single port bulged. The following information was provided by the initial reporter: tubing bulging.

Manufacturer narrative:
H6: investigation summary bd received an used 20 gauge nexiva single port unit from lot 2091199 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the extension tubing had ballooned in two locations. One location was near the catheter adapter and the other was near the luer adapter. Additionally, there were no kinks observed throughout the tubing and the clamp was disengaged. No obstructions were observed inside of the device and the unit functioned as intended. Next, the unit was dissected in multiple locations to check for obstructions but no obstructions were found. Finally, the engineer checked the extension wall thickness and found it to be within product specifications. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. However, a definitive root cause could not be determined. The lack of obstructions found inside of the device or any other manufacturing issues indicate that the wrong pressure might have been used with the device to create the observed ballooning. The allowed maximum power injector pressure for this device is 300psi. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the bd nexiva single port bulged. The following information was provided by the initial reporter: tubing bulging.